Manufacturer narrative:
The initial reporter was biomed. The correction of h6 medical device ¿ component codes deems required. This is based on the internal evaluation. Previous h6 medical device ¿ component codes: mechanical/dome//793. Corrected h6 medical device ¿ component codes: mechanical/holder//838. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that hydraulic fluid was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, according to the information provided the presence of liquid in the device is the result of a water leakage or excessive cleaning product used from the facility, it is a phenomenon external to the device. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 17th october, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated that hydraulic fluid was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.